Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 160 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm or failed battery test alarm was noted. The functional tests could not be performed due to the keypad anomaly. The insulin pump was also received with a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and without the original belt clip. No physical damage to the belt clip slot was noted.